Manufacturer narrative:
The device was returned to the service center for evaluation. The loose locking lever will not properly retain scope connector cable. The device was equipped with outdated software. The device was repaired and returned to the customer. The instruction manual states ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿

Event description:
The service center was informed that during an unspecified procedure, the device displayed intermittent image. The user reported that the device does not securely connect to the camera slot. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable causes for the reported event are as follows: the following causes are inferred from investigation result. It is inferred that the electrical connection became unstable due to pin wear and lock failure, and image interruption occurred because the image signal from the scope could not be correctly transmitted to the video processor. We assume that there was no opportunity to update the software because there was no problem with the previous version of the software. Five and a half years have passed since the delivery of the device, and it is presumed that a lock failure was caused by the connector locking mechanism or pin wear, or by the user attempting to pull out the video connector without lowering the unlock lever. The following information is provided in the operating instructions regarding the removal of the video connector. Thus, may be prevented. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.